Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate from the catheter during a pump replacement for end of life. The device system was used to deliver clonidine, compounded baclofen and morphine. It was later reported that the pump was to reach its elective replacement indicator (eri) in one month. A back table prime of the new pump was done with another bolus, acting as a bridge bolus, for the old drug concentration that remained in the catheter. The catheter was not replaced. The patient was recovering well. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8703w, lot# l57743, implanted: (B)(6) 1999, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).